Event description:
The end user alleges she was driving up a van ramp when the sun got in her eyes preventing her from seeing the end of the ramp. This caused the end user to drive off of the ramp which resulted in a fall. The end user sustained a fracture to her collarbone which required initial medical attention.

Manufacturer narrative:
User error caused event. Not a device problem. No device problem, no evaluation necessary.